Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the error test and no unexpected error alarms were noted. The pump was downloaded properly using carelink pro. However, an error alarm was found in the alarm history. The alarm was due to a corrupted history file. The pump also had a cracked case at the display window corner and minor scratches on the lcd window.

Event description:
It was reported that the caller had a successful upload but was trying to upload another customer caller received a message that the device was returned with invalid entries and all data will be discarded. Customer stated that he had received unexpected restart alarms. Insulin pump will be replaced. No further assistance needed.